Event description:
It was reported that during an adhasiolyse procedure, the teflon pad was loose. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.